Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that during a procedure on (B)(6) 2023, the extension would not advance into the ipg. The extension was left implanted and there is no additional information at this time.